Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/ the right essure device had perforated through the tube, its cornual area') and device dislocation ('the essure device on the left side had attached and migrated to the entire device on the ovary') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation. Bilateral essure placement". The patient's concurrent conditions included stress urinary incontinence, vaginal irritation, uterine fibroid and hashimoto's thyroiditis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), myalgia ("muscle pain"), arthralgia ("joint pain"), migraine ("migraines"), cognitive disorder ("memory/cognitive issues"), memory impairment ("memory/cognitive issues"), hypertension ("high blood pressure"), abnormal weight gain ("excessive weight gain"), temperature intolerance ("heat/cold sensitivity"), hair texture abnormal ("dry hair"), dry skin ("dry skin"), gastric disorder ("stomach/gut issues"), respiratory disorder ("upper respiratory issues") and dyspareunia ("dyspareunia") and was found to have blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, urinary tract disorder, allergy to metals, neuromyopathy, autoimmune disorder, myalgia, arthralgia, migraine, cognitive disorder, memory impairment, blood cholesterol increased, hypertension, abnormal weight gain, temperature intolerance, hair texture abnormal, dry skin, gastric disorder, respiratory disorder and dyspareunia outcome was unknown. The reporter considered abnormal weight gain, allergy to metals, arthralgia, autoimmune disorder, blood cholesterol increased, cognitive disorder, device dislocation, dry skin, dyspareunia, fallopian tube perforation, gastric disorder, hair texture abnormal, hypertension, memory impairment, migraine, myalgia, neuromyopathy, pelvic pain, respiratory disorder, temperature intolerance and urinary tract disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: very early acute sigmoid diverticulitis in the pelvis on the left side. No focal abscess or free air is seen at this time. Hysterosalpingogram - on (B)(6) 2008: unsuccessful hsg. 2. Subsequent ultrasound examination demonstrates the essure devices in the expected positions. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/ the right essure device had perforated through the tube, its cornual area') and device dislocation ('the essure device on the left side had attached and migrated to the entire device on the ovary') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation. Bilateral essure placement". The patient's concurrent conditions included stress urinary incontinence, vaginal irritation, uterine fibroid and hashimoto's thyroiditis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), myalgia ("muscle pain"), arthralgia ("joint pain"), migraine ("migraines"), cognitive disorder ("memory/cognitive issues"), memory impairment ("memory/cognitive issues"), hypertension ("high blood pressure"), abnormal weight gain ("excessive weight gain"), temperature intolerance ("heat/cold sensitivity"), hair texture abnormal ("dry hair"), dry skin ("dry skin"), gastric disorder ("stomach/gut issues"), respiratory disorder ("upper respiratory issues") and dyspareunia ("dyspareunia") and was found to have blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, urinary tract disorder, allergy to metals, neuromyopathy, autoimmune disorder, myalgia, arthralgia, migraine, cognitive disorder, memory impairment, blood cholesterol increased, hypertension, abnormal weight gain, temperature intolerance, hair texture abnormal, dry skin, gastric disorder, respiratory disorder and dyspareunia outcome was unknown. The reporter considered abnormal weight gain, allergy to metals, arthralgia, autoimmune disorder, blood cholesterol increased, cognitive disorder, device dislocation, dry skin, dyspareunia, fallopian tube perforation, gastric disorder, hair texture abnormal, hypertension, memory impairment, migraine, myalgia, neuromyopathy, pelvic pain, respiratory disorder, temperature intolerance and urinary tract disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: very early acute sigmoid diverticulitis in the pelvis on the left side. No focal abscess or free air is seen at this time. Hysterosalpingogram - on (B)(6) 2008: unsuccessful hsg. 2. Subsequent ultrasound examination demonstrates the essure devices in the expected positions. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : dyspareunia, pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.